Event description:
It was reported that the user experienced bluetooth connectivity issues between the ilet and a dexcom g7 continuous glucose monitor (cgm), including an incorrect pairing code after attempting to pair while also connected to a dexcom receiver; the user was guided to power off the receiver, select the correct sensor type, and restart the ilet, after which cgm data resumed indicating an interoperability problem associated with communication and antenna components. User experienced elevated blood glucose peak of 269mg/dl with no associated adverse symptoms reported. Outcomes included no health consequences or lasting impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction and identified a usage problem related to an improper or incorrect pairing procedure, characterized as failure to follow instructions; the condition is not attributable to a specific device part or component. It was concluded, based on previously established findings for similar reports, that user handling contributed to the event.